Manufacturer narrative:
(B)(4). The analysis results found that one device was received with the jaws closed and tissue stop out of position. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the first nine clips did not fully advance into the jaw causing unformed clips and the remaining clips were conforming according to our manufacturing specifications. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found to be bent leading the found feeding issues. However, it could not be determined what may have caused this condition of the tip of the advancer. Additionally the device locked out as intended but the orange indicator was not completely visible. The indicator wheel failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a radical prostatectomy procedure, clip did not come out and jaw was broken after four firings. Unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the clip not deploy at all? After 4 application, none of the other clips were deployed. How is the jaw broken? El5ml is being used routinely in this account. But in this case, the clips were not deployed and jaw broke. Did anything fall into the patient? No. Were the (4) clips fed and formed as intend on those firings? Yes. Which firing of the device did this event occur on? 5th onwards. What vessel or structure was the device fired on at the time of the event? Dorsal vein. Was the clip fully advanced into the jaws prior to firing? The clips were not coming out. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? The patient was being operated for prostatectomy. Does the patient have any relevant history of surgical treatments? None. Did somebody other than the primary surgeon fire the instrument? None. Was there a recent conversion to ees devices in this account or with this surgeon? No, its been routinely used.